Event description:
Procedure: hernia. According to the rptr: the instrument was making a loud cracking sound, and the staples would not deploy. No other info provided.

Manufacturer narrative:
(B) (4). (B) (4). This reported lot number is subject to the recall initiated on february 8, 2010. Therefore, this report requires a 5 day MDR.